Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain in the hip and thigh, difficulty walking, loosening of parts, and sensitivity to metal parts. The patient was revised to address chronic dislocation. Although the litigation papers previously received appear to allege metal-on-metal issues, according to the revision report, the patient did not have a metal liner. Ppf alleges constrained liner, fracture of bone and component, dislocation, metal wear and metallosis. Doi: (B)(6) 2010 - dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.